Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high outputs. The patient was noted to have exit block. A revision procedure was performed in which the rv lead was repositioned on the septum and plugged into the left ventricular (lv) port of the device. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited high outputs. The patient was noted to have exit block. A revision procedure was performed in which the rv lead was repositioned on the septum and plugged into the left ventricular (lv) port of the device. The lead remains in service. No additional adverse patient effects were reported. Additional information was received that this patient passed away, approximately 4 years after the previously mentioned information.